Event description:
Sales rep reports account is experiencing many injection ports popping off while using the needlelocks for their secondary sets. Account was using the 18 gauge needlelock and has since changed to the 20 gauge to try to alleviate the problem, but it is still occurring. No pt injury reported. Tubing changed.